Event description:
The manufacturer received information alleging the device failed the pneumatic (machine flow section) and system setup (active exhalation control module section) test steps during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the pneumatic (machine flow section) and system setup (active exhalation control module section) test steps during testing. There was no harm or injury reported. Customer provided purchase order, manufacturer field service engineer (fse) ordered parts, proportional valve and three-way solenoid valve, and returned on-site to repair unit. Unit passed all required tests per service manual and was returned to clinical use with no restrictions.